Event description:
In an abstract titled: "long-term results of interspinous spacer (x-stop) implantation in 175 patients with neurologic intermittent claudication due to lumbar spinal stenosis", the following events were reported: the clinical outcome of patients with symptomatic lumbar spinal stenosis was assessed before and up to 4 years after x-stop implantation. In eight patients, the x-stop was removed and a microsurgical decompression was performed due to unsatisfactory effect of the interspinous distraction device. No additional information was reported.

Manufacturer narrative:
Report source: a abstract titled "long-term results of interspinous spacer (x-stop) implantation in 175 patients with neurologic intermittent claudication due to lumbar spinal stenosis" by kuchta j, simons p; device not returned, finternal review of literature, follow-up with author.